Event description:
It was reported this right ventricular (rv) lead was repositioned approximately two months post implant due to dislodgement. Since the revision procedure, the lead trend shows a gradual increase in rv pace impedance. The rv threshold also shows a slight upward trend. Technical services (ts) was consulted and provided troubleshooting recommendations to exclude mechanical issues/lead impairment. It was also recommended the hcp ask the patient what they were doing around the (B)(6), as that is when the changes started happening (lead parameters were stable beforehand). Besides the revision procedure, no other adverse patient effects were reported. This rv lead remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported this right ventricular (rv) lead was repositioned approximately two months post implant due to dislodgement. Since the revision procedure, the lead trend shows a gradual increase in rv pace impedance. The rv threshold also shows a slight upward trend. Technical services (ts) was consulted and provided troubleshooting recommendations to exclude mechanical issues/lead impairment. It was also recommended the hcp ask the patient what they were doing around the 28th of january, as that is when the changes started happening (lead parameters were stable beforehand). Besides the revision procedure, no other adverse patient effects were reported. This rv lead remains in service.